Event description:
A malfunction alarm, specifically malf 16, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to an alternate insulin delivery method, mdi, to ensure uninterrupted insulin delivery. Technical support confirmed the pump was within warranty and arranged for a replacement pump to be sent. The customer was instructed on how to place the faulty pump into storage mode and was asked to return it using a pre-paid shipping label within ten days, which the customer acknowledged and understood.